Event description:
Customer reports that the fast-fix deployed too early. The t1 was implanted properly, but t2 fell from needle before the meniscus was penetrated. The sutures were cut free and t2 removed from the joint without issues. The t1 remains behind in the capsule as a loose body. Repair was successfully completed using three fast-fix devices. A delay of 1/2 hour was reported. No patient injury or procedural complications were reported.